Event description:
A pericardial effusion was reported that during an a-fib ablation case following a steam pop. This event resulted in pericardial drainage. It was reported that the generator temperature shifted from 37 to 45 degrees celsius rapidly at 30 watts, impedance of 102. The catheter used was an ez steer thermocool used on nav-x velocity mapping system.

Manufacturer narrative:
In spite of multiple attempts to inquire further info regarding the pt's current condition, no clarification was provided. Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed.